Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 420 units of insulin. The customer reloaded the cartridge succesfully and resumed insulin delivery. The customer reported a blood glucose (bg) level of 255 mg/dl, which was addressed by delivering a correction bolus.